Manufacturer narrative:
Continuation of d10: 5076-52, 429688, 6947m62 leads implant date: (B)(6) 2015, dtma1d4 ICD implant date: (B)(6) 2019 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a loss of power due to an accidental double disconnection when changing power sources. The controller remains in use. No patient symptoms or complications were associated with this event.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed a controller power-up with an associated pump start event was logged on (B)(6) 2025 at 01:44:01, indicating a loss of power to the controller. The data point recorded prior to the event indicated (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 25% rsoc. The data point recorded after the event indicated (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for approximately thirty-three (33) seconds. As a result, the reported loss of power event was confirmed. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources by the patient, as described in the event details. CAPA: pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.